Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/24/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported that after the spaceoar hydrogel placement procedure the patient had an infiltration of the hydrogel in the rectum. The patient also had partial fistula and received an ostomy bag to take pressure off of the rectum. The patient's radiation treatment was delayed due to this event. The patient condition was reported as fully recovered.